Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the left ovarian vein using ruby coils. During the procedure, while attempting to advance the first ruby coil out of the lantern delivery microcatheter (lantern) and into the distal left ovarian vein, the physician encountered resistance and was unable to move the coil in either direction. Therefore, the physician attempted to retract the coil but also met resistance and subsequently, the ruby coil unintentionally detached inside the lantern. The physician then removed the ruby coil pusher assembly and decided to use a syringe attached to the back of the lantern to pull negative pressure back in order to remove the detached coil. The procedure was then successfully completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.